Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported the pump did not detect the insulin cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box data revealed two loss-of-prime warnings, one following an occlusion, and no load step malfunctions. The pump successfully completed the prime sequence without issue, alarm, or warning. The force sensor was found to be out of calibration.

Manufacturer narrative:
Follow-up #2 date of submission 03/13/2014-product analysis:additional investigation performed by product analysis on 02/20/2014 with the following findings:investigation revealed damage to a component of the force sensor flex cable.